Manufacturer narrative:
E1: first name and last name of initial reporter is unknown. B2: outcome attributed to adverse event is additional surgery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior spinal fusion (psf) at l4 to sai (s2-alar-iliac) levels for treatment of a pelvic fracture. It was reported that postoperatively, a ballast screw was found to be fractured. The screw was explanted through additional removal procedure. The device was reportedly used per instructions for use. No debris remained in the patient. There was no patient symptom reported. There were no further complications reported regarding the event. Additional information was received that the patient was recovered after removal procedure with only a slight sense of discomfort when touched.